Event description:
It was reported that latch/lock sensor was defective. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: device was received on 7/1/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and it was found that the latch/lock would not open and close properly. It was also found that the air sensor was dented. The customer's problem was replicated. The latch lock was replaced to fix the issue. The downstream occlusion (dso) seal and sensor were preventatively replaced.